Manufacturer narrative:
Pt info: unk. This product is not marketed in the us investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -10.0 diopter was implanted into the patient's left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens due to excessive vault and doctor suspecting dislocation and synechia. The problem was resolved.

Manufacturer narrative:
Additional information: h3: device evaluation: lens returned in a micro-centrifuge vial with moisture. Visual inspection found optic torn and haptic torn. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).